Event description:
In 2009, the patient reported the down button on her insulin infusion device stopped working 1 week ago. She stated she noticed yesterday that the up button is responding erratically. She said there is no physical damage to the buttons. She stated she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.